Manufacturer narrative:
Complaint no: (B)(4). A batch review will be performed. The affected sample has been received. Visual inspection confirmed the ruptured reservoir. The sample was microscopically analyzed, and marking on the interior surface of the reservoir was observed near the rupture line. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a half-day infusor elastomeric device ruptured during filling. It is unknown what solution the device was being filled with when this event occurred. This event did not involve a patient. No additional information is available.